Manufacturer narrative:
The cause for the elevated advia centaur troponin ultra result is unknown. Siemens service went on site and changed the acid pump due to the slight appearance of leakage. The luminometer was changed as a precautionary measure. Reagent probe 1 was changed because it was heavily stain from the reagents. Probe alignments and aspirate washes were verified. No issues observed. A complete total service call was completed. No conclusions can be drawn. Siemens continues to investigate the issue with the customer. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
Siemens filed MDR 1219913-2014-00320 on december 17, 2014 reporting an initially elevated advia centaur troponin ultra (tni ultra) results that did not repeat with additional testing. April 24, 2015 additional information: siemens performed several site visits and replaced multiple parts including the diluter syringe, wash manifold, cuvette ring assembly, pmt (photo multiplier tube) and related giob boards. No conclusions can be drawn. The customers processes samples using a stat spin. Pre-analytical issues cannot be ruled out as the root cause.

Event description:
Customer observed an advia centaur troponin ultra (tni ultra) result that was initially elevated that did not repeat with additional testing. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur troponin ultra result.